Event description:
It was reported that a cartridge change error occurred on pump and caller was initially unable to load cartridge despite multiple attempts. There was no adverse impact to the customer's blood glucose level. Customer support instructed caller to remove cartridge, inspect and clean pump connection area, and then assisted caller in filling and loading new cartridge, after which caller successfully completed load process and resumed insulin; no further issues were reported.